Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. A bsc sales representative called into technical services during the treatment to report a problem with prolieve unit; there was not enough pressure during the treatment. The system pump speed was up to 50 before is reached ~10 psi. The case was completed with no patient issues. Per follow up with the complainant, the patient condition is good. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned console revealed an MDR-reportable malfunction of "radio frequency (rf) out of specification". The MDR is based upon the evaluation results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was sent to sanmina for analysis. Evaluation results state the pressure failed due to a defective sensor board and radio frequency (rf) out of specification was due to a defective q1 on rf control board. The malfunctions were addressed by replacing the sensor board, rf output module and rf control board. In addition, the following were also replaced: defective peltiers in the heat exchanger module fan, broken fan on heat exchanger module and defective physitemps 1 & 3.